Event description:
The customer observed falsely elevated alinity I ca 19-9xr for one patient. The following results were provided: (customer provided reference range: 0-37 u/ml) initial ca 19-9 result = 92.79 u/ml, repeat result = 8.40 u/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-77 that has a similar product distributed in the us, list number 8p32-21 / 31.

Manufacturer narrative:
Updated information in sections d4 - expiration date and d4 - primary UDI number the complaint investigation for false elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A ticket search by lot did not identify an increase in complaint activity for the current issue. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances, deviations, or potential non-conformances. Labeling was reviewed and sufficiently addresses the customer's issue. In house accuracy testing was performed using file kits of likely cause lot 57834fp00. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Based on the investigation, no systemic issue or deficiency with the alinity I ca 19-9xr assay for lot 57834fp00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr for one patient. The following results were provided: (customer provided reference range: 0-37 u/ml) initial ca 19-9 result = 92.79 u/ml, repeat result = 8.40 u/ml no impact to patient management was reported.